Manufacturer narrative:
Patient height 86 cm. Investigation - the valve was received submerged in an unidentified liquid in a plastic container. Visual inspection - scratches of the outlet of the valve was observed. No significant deformation or damage were detected. Testing - the permeability test has indicated that the progav valve is permeable. Adjustment testing - the valve was tested and adjustable to all specified pressures. Braking force and brake function test - the functionality test has shown that brake function is fully operational and the braking force is within the given tolerances. Results - finally, we have dismantled the valve. Inside the valve we have found a buildup of substance likely protein. Based on our investigation, we are unable to confirm that the valve is occluded. However, it is possible that the deposits observed inside the valve could have temporarily occluded the valve in the past. As described in our literature the problem encountered is one of the known, inevitable risks of hydrocephalus therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspections.

Event description:
It was reported that there was an issue with the shunt system. The patient was originally implanted on (B)(6) 2016 the valve was noted to be blocked and was explanted. Additional information was not provided. Associated medwatches: progav and shunt assistant, 3004721439-2018-00249 (reported previously).